Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. This was discovered during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3 event date: the events occurred on an unspecified date in october 2023, reported as "the week of 10/30/2023." H10: a nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: update the quantity to eight (8) units (previously reported as an unspecified quantity). It was clarified that "the leaks were coming from the middle port where patient would spike their tubing". The leaks were found after compounding, not during as previously reported. H4: the lot was manufactured june 03, 2022 to june 04, 2022. H10: five (5) actual samples were received for evaluation; the other three (3) samples were not received and therefore, could not be evaluated. A visual inspection with the unaided eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which observed a leak at the port 2 spike port bonding area of 4 samples only. No leak was found on the fifth sample. Therefore, the reported condition was verified on four samples and not verified on the fifth sample. The cause of the condition could not be determined; however, was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.